Event description:
It was reported, the patient experienced pump erosion and was in for a pump refill about two weeks ago. It was noted, the area around the pump looked red so the patient was put on oral antibiotics. It was also reported, the patient called the healthcare provider (hcp) on the date of this report and stated, ¿she could see the pump as there was a hole the size of an eraser.¿ it was noted, the pump was going to be explanted and the patient would be treated for infection. The pump was being used to deliver morphine. It was further reported, the patient¿s pump was explanted and the patient was currently on intravenous (IV) antibiotics. It was noted, the patient was ¿doing well.¿ additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).